Event description:
Boston scientific received info that this implantable cardioverter defibrillator (ICD) recorded an out of range right atrial (ra) pacing impedance of greater than 3000 ohms two days post implant, exhibited by this ra pace/sense lead. It was noted that sensing was good, but there was no ra capture. Noise could be generated on the atrial electrogram with isometrics and pocket manipulation; but was not sensed. A boston scientific technical services (ts) consultant discussed a loose set screw versus a lead fracture. It was noted that this would be discussed further with the physician. To date, there have been no reported adverse pt effects associated with this clinical observation.